Event description:
It was reported that a wireless module would not connect to the customer's network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The wireless module was received and evaluated by baxter. The module failed due to a failed li-ion battery pack. The failed li-ion battery pack was replaced.